Manufacturer narrative:
D10 concomitant products: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#: 65092f). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the first capsule failed to attach as the capsule was still attached to the delivery device when it was removed from the patient. The customer switched to another capsule on the same procedure and it was successful, but deployed with difficulty as the handle was broken in order to deploy the capsule. The physician verified the capsule placement endoscopically. The deployment device was inserted with the capsule facing the tongue and was inserted while the entire device including the handle was maintained in the horizontal plane. Lubricant was used and was carefully applied to avoid covering the suction chamber. There was no patient or user harm.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the first capsule failed to attach as the capsule was still attached to the delivery device when it was removed from the patient. The customer switched to another capsule on the same procedure and it was successful but deployed with difficulty as the handle was broken in order to deploy the capsule. There was nothing unusual about the patient or the procedure. There was no patient or user harm.